Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board assy was corrosion cause channel error check IV set. Replaced door assy damaged top right side. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/29/2015 to the present date 01/11/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic bd assy lvp 8100. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: pa-2014-0026 for lvp pressure sensor.

Event description:
The customer reported the device had error code 242.4030. The customer replaced ail and problem persists and believes a possible logic or motor control board issue. No patient involvement.

Event description:
The customer reported the device had error code 242.4030. The customer replaced ail and problem persists and believes a possible logic or motor control board issue. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 29oct2015 to the present date 11jan2021 and confirmed that this device was not previously returned for servicing.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device had error code 242.4030. The customer replaced ail and problem persists and believes a possible logic or motor control board issue. No patient involvement.